Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Primary procedure, right knee. It was reported that in opening the outer sterile packaging, the rim of the plastic packaging broke off with the tyvek. The inner packaging was intact, but due to sterility concerns, the implant was not used and was disposed. Another implant was immediately available, and rep confirmed there was no surgical delay whatsoever. Rep was present in the o.r. And witnessed the event.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by the photograph. Method & results: device evaluation and results: no product was returned for evaluation. One photograph was provided. The photograph shows the outer blister with the tyvek lid removed. One side flange is broken away/fractured from the outer blister. The broken portion of the outer blister remains attached to the tyvek lid. There is evidence of a good seal on the outer blister. There was also a video provided. The video is of poor quality but shows the unit carton complete with shrink wrap. Medical records received and evaluation: not performed as no medical records were provided. The event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: based on the visual inspection of the attached photograph the investigation concluded that the packaging damage was most likely caused by incorrect/excessive handling prior to opening of the product whereby the unit carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Primary procedure, right knee. It was reported that in opening the outer sterile packaging, the rim of the plastic packaging broke off with the tyvek. The inner packaging was intact, but due to sterility concerns, the implant was not used and was disposed. Another implant was immediately available, and rep confirmed there was no surgical delay whatsoever. Rep was present in the operating room and witnessed the event.